Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Reported to linkbio, on (B)(6) 2025, that this patient will require a revision of the existing link device with a custom-made implant. Dr. Believes the current in-situ link device contributed to the need for revision, as the plastic in the tibial component is compressible and is causing the patient pain. [Customer] the revision has not been performed yet.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Reported to linkbio, on (B)(6) 2025, that this patient will require a revision of the existing link device with a custom-made implant. Dr. Believes the current in-situ link device contributed to the need for revision, as the plastic in the tibial component is compressible and is causing the patient pain. [Customer] the revision has not been performed yet.